Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) and it's being submitted to update section b5 and h6.

Event description:
During epidural catheter insertion for a patient in labor, the patient experienced a contraction and sat up. After being repositioned, the anesthesiologist was unable to maneuver the catheter. A decision was made to remove the epidural catheter at once. Upon inspection after removal the tip of the catheter was found sheared off at the 7cm mark. Anesthesia did not save any of the original packaging but the rest of the epidural catheter that was used during the insertion attempt. Patient impact: patient has a small caliber fragment coiled in left paraspinal space. She is reporting pain to the left flank and leg which is believed to related to the two epidural insertions. She has also required tx to an outside hospital for neurosurgery evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) and it's being submitted to update the information below. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during the epidural for labor the doctor was unable to remove the catheter and it sheared off during removal.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample of a catheter and spinal needle was returned for evaluation. Visual evaluation of the returned product showed a used catheter threaded through a spinal needle. The catheter was sheared and frayed. B braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in-process, and final functional inspections performed during the manufacturing of components and finished goods items. Per the manufacturer's investigation, this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. The user should refer to IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw the catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.